Manufacturer narrative:
Zoll has received the product for evaluation, however, investigation is pending. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (B)(4) powered down as soon after inserting a fully charged li-ion batteries. The status indicator of li-ion battery (B)(4) and (B)(4) showed 3 solid green leds even though the mcc showed the completion of charging session. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) powering down as soon after inserting fully charged autopulse li-ion batteries was not confirmed during functional testing and during archive data review. The ap platform passed two 15 minutes functional tests with the large resuscitation testing fixture (lrtf) without any issues using a known good autopulse li-ion battery. Customer batteries were disposed and will not be returning for investigation. Unrelated to the reported complaint, a tear load plate cover was observed during visual inspection. This type of physical damages on the ap platform can occur due to normal wear and tear. The damaged part identified was replaced. The autopulse platform is a reusable device and was manufactured in july 2012. The device has been operating for over 6 years and has exceeded its expected serviceable life of 5 years. During archive data review, no significant discrepancy identified. Initial functional testing on the ap platform passed all functional tests. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).